Event description:
Complainant alleged that while attempting to defibrillate a patient in cardiac arrest (age unknown and gender: female) the device was unable to obtain an ECG signal via electrode pads. The complainant indicated that the patient subsequently expired.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Based on log review, ECG was available if the user switched from lead ii to pads view. Lead ii had an intermittent signal suggesting coupling was a factor, but pad view had a stable signal throughout the case. The x series device requires manual selection of pads view and does not switch automatically when pads are connected. The device was functioning properly, and no faults were found. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.